Manufacturer narrative:
The affected product has not been received. A follow up report will be submitted if the device is received for investigation.

Event description:
The customer reported that the tip of the tubing was leaking ¿at the site where the neutron was connected.¿ the nurse was hanging a saline flush after an antibiotic dose had completed and noted a tiny crack at the female luer.

Manufacturer narrative:
The customer¿s report of leaking at the site where the neutron was connected was duplicated and confirmed. During the visual inspection it was noted that an ICU medical neutron connector was connected to the microbore extension set¿s proximal female luer. There were no damages or anomalies observed. Functional and pressure testing was performed after removing the neutron connector; during a gravity infusion fluid started to drip from a crack in the female luer of the extension set. The crack along the length of the luer (approximately .5¿) was identified as the cause for the leak. The root cause of the crack was not identified.